Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition with greater than 2 seconds of asystole. The patient also experienced lightheadedness and syncope. Troubleshooting was performed and the noise was reproduced with isometrics. It was noted that the impedances measurements were stable, and the physician planned to continue to monitor the patient. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that patient received inappropriate anti-tachycardia pacing (atp) due to noise which was oversensed. Boston scientific technical services (ts) discussed troubleshooting options. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that an x-ray was performed and the physician believed there was a externalized conductor. Boston scientific technical services (ts) reviewed the x-ray and noted they think it is a curve in the lead body and not an externalized conductor. In addition, the rv lead exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.